Manufacturer narrative:
Follow-up # 2 ¿ (6/21/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 4/26/2013 and 6/14/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 4 suberror 2 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (B)(4), alleging the onetouch verioiq meter was displaying an error 4 message. According to the ot verioiq owner's manual, an error 4 indicates that there was not enough blood or control solution was applied or more was added after the meter began to count down, the test strip may have been damaged or moved during testing, the sample was improperly applied, there may be a problem with the meter. This complaint was classified using the customer care advocate (cca) documentation. The patient reported prior to the start of the alleged issue, she had symptoms of feeling "shaky and hungry." The patient reported immediately attempting to test on the lfs meter and the alleged issue occurred. The patient reported the alleged issue had been recurring for the past 1-2 months prior to contacting lfs. The patient reported using oral medications to manage her diabetes. The patient reported testing her blood glucose 4 or more times a day. It is unknown if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied receiving any treatment in response to her symptoms. During the time of troubleshooting, the cca determined that the test strip completely drew up the sample, and the patient's testing process was correct. The patient's test strips were in good condition and it was not the first time the meter had been used. The alleged issue was not resolved with a retest. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient reported being symptomatic prior to the start of the alleged issue, therefore the meter could not have caused the injury. In addition there is no indication that the subject meter malfunctioned based on the troubleshooting done by the cca.

Manufacturer narrative:
Follow-up ((B)(4) 2013)-device evaluation: the test strip has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the test strips involved with this complaint were found have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter and test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.